Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection procedure, the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. They replace it with another same device to complete the procedure.